Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir and infusion set. Customer's blood glucose was 148 mg/dl and was 230 mg/dl at the time of call. Troubleshooting was performed and customer stated that insulin was room temperature when used. After troubleshooting, customer was advised to return infusion set and reservoir for analysis.